Event description:
A caller reported a malfunction on the pump, identified by the malfunction code malf 5. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after assistance, the malfunction code did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction code reappears, which the customer acknowledged and understood.